Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The patient was taking the drug promacta (eltrombopag). Investigation measurements were performed where the highest eltrombopag concentration under therapeutic treatment was used with 80 mol/l (100 mol/l according to clsi ep37 (B)(6) 2018 ). No interference was found against the total bilirubin assay. The observed discrepant results could be explained by the administration of more than 80 mol/l eltrombopag. The affected samples were not protected from the light and were also not frozen at - 20 degrees celcius.

Manufacturer narrative:
Original sentence: investigation measurements were performed where the highest eltrombopag concentration under therapeutic treatment was used with 80 mol/l (100 mol/l according to clsi ep37 4/2018). Corrected sentence: investigation measurements were performed where the highest eltrombopag concentration under therapeutic treatment was used with 80 g/ml (100 g/ml according to clsi ep37 4/2018).

Event description:
The initial reporter stated they received questionable results for one patient sample tested with bilt3 bilirubin total gen.3 on cobas 8000 c (701) module serial number (B)(6) , a cobas 6000 c (501) module (serial number unknown), and an unknown roche analyzer (serial number unknown). The patient sample was noted to be brown in color and the reporter alleges it may contain an interfering factor against a component of the total bilirubin assay. The reporter also noted that the same issue has occurred with this patient before. The plasma tube of the patient sample initially resulted in a total bilirubin value of 0.7 mg/dl when tested on the c 701 analyzer. The questionable result was reported outside of the laboratory. The plasma and serum tubes of the patient sample were repeated on the c 501 analyzer and all total bilirubin results were 0.7 mg/dl. The serum sample was then sent to a second site where it was tested on an unknown roche analyzer, resulting in a total bilirubin value of 0.7 mg/dl. The serum sample was sent to a third site where it was tested on a beckman coulter au680 analyzer, resulting in a total bilirubin value of 3.6 mg/dl. The serum sample was also sent to a fourth site where it was tested using an unknown method, resulting in a total bilirubin value of 3.7 mg/dl. The repeat value was deemed correct.